Manufacturer narrative:
Date of report: 21may2021. No injury occurred in relation to the adverse event.

Event description:
It was reported that during use, the ventilator caught on fire between the wall outlet and the plug of the power cord. Reportedly, the issue occurred on (B)(6) 2021, around 4:45 pm. The nurse was sitting next to the patients' door and smelled an odor of 'smoke.' The nurse called for assistance and pulled the plug from the wall. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer's biomedical engineer department inspected the device. Upon a follow-up with philips service engineer, the customer reported that the unit was tested and all tests passed. The customer reported that in the incident, the bed and intravenous (IV) plugs were also damaged and that they were not able to find anything that could have caused the issue. The customer reported that the conclusion was made that the 'hospitals surge protector in the wall might have been the cause.'

Manufacturer narrative:
G4:(B)(6)2021. B4:(B)(6)2021. The respiratory therapist reported that the medical rail system in the patient¿s room at the time of the event, was an old hill-rom; model and year not provided. An electrician evaluated the medical rail and found that the red hospital grade receptacle in the rail had shorted, causing the burnt power cord plug and the smoke condition. This reporter stated that a 95 years old female patient born in the years 1926, with an unknown height and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v200 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6)2021, the patient was receiving therapy via the v200 device, when the ventilator¿s ac power cord caught fire where it was plugged into the hospital¿s wall receptacle, a nurse sitting next to the door smelled the odor of smoke, hospital staff then pulled the plug from the receptacle, the patient was removed from the ventilator and the room, manual ventilation was administered, and the patient was placed on another ventilator and admitted to another room; brand, model, and prescription not reported. The plug for the hospital bed; brand and model not reported, and the plug for the intravenous (IV) pump; brand and model not reported, were also damaged. No adverse event was reported or associated with the use of this device. No relevant laboratory data was reported.